Manufacturer narrative:
(B)(4). The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Mfg. Site name - (B)(6) medical. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling procedure performed on (B)(6) 2017. According to the complainant, post-procedure, the patient had mesh exposure at the incision site. The physician then performed a sub-urethral mesh resection.